Event description:
No osseointegration was achieved and an implant was lost in one site approx four months after concurrent placement of implants, pepgen p-15 bone grafting material, and autogenous bone into six extraction sites. As a result, another surgical procedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.